Event description:
It was reported that the pt was recently implanted and recently had his device turned on to 0.25 ma output current and 0.5 magnet output current. Per the pt, when he swiped his magnet, he turned blue and passed out. At the time of the report, the physician had not seen the pt since the episode and had no further information regarding the event. Attempts for further information have been unsuccessful to date.